Manufacturer narrative:
The reported failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h319922470214 review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo was returned to the third-party service center with an allegation of a display malfunction. No medical intervention was specified. The device was not reported to be in clinical use. During the evaluation of the device at the third-party service center, the display board defective error code was confirmed. The trilogy evo device's display circuit board needs to be replaced to address the reported occurrence. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting, a supplemental report will be completed.